Event description:
It was reported the patient had a stroke. The pump was used to deliver fentanyl, baclofen (unknown), claudine, morphine and bupivacaine.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2004-(B)(4), product type catheter. (B)(4).